Event description:
End user stated he was getting a left motor error code. Dealer stated the end user's power chair did shut down on her but the consumer was at her home when the incident occurred. Dealer stated there were no injuries pertaining to the incident.